Manufacturer narrative:
No RMA has been issued for this device. Invacare a-4 wheelchair user manual part no 1110545 provides a safety warning to all consumers to fully read and understand the user manual before using the wheelchair. It is unknown if the consumer read "safety warning: do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals, or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions, or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The weight of the consumer or if the weight or loading of the chair was a factor in the frame breaking is unknown. The invacare a-4 wheelchair has a weight limitation of (B)(6). It is unknown if the consumer follows the operating information provided in the user manual. To determine and establish your particular safety limits, practice bending, reaching and transferring activities in several combinations in the presence of a qualified healthcare professional before attempting active use of the wheelchair. Do not attempt to reach objects if you have to move forward in the seat. Do not attempt to reach objects if you have to pick them up from the floor by reaching down between your knees. Do not lean over the top of the back upholstery to reach objects from behind as this may cause the wheelchair to tip over. Do not shift your weight or sitting position toward the direction you are reaching as the wheelchair may tip over. Do not tip the wheelchair without assistance. Do not attempt to stop a moving wheelchair with wheel locks. Wheel locks are not brakes. Never leave an unoccupied wheelchair on an incline. Do not use an escalator to move a wheelchair between floors. Serious bodily injury may occur. Do not operate on roads, streets, or highways. Do not climb, go up or down ramps or traverse slopes greater than 9 degrees. Do not attempt to move up or down an incline with a water, ice, or oil film. Do not attempt to ride over curbs or obstacles. Doing so may cause your wheelchair to turn over and cause bodily harm or damage to the wheelchair. Do not attempt to lift the wheelchair by any removable (detachable) parts. Lifting by means of any removable (detachable) parts of a wheelchair may result in injury to the user or damage to the wheelchair. Do not stand on the frame of the wheelchair. Always keep hands and fingers clear of moving parts to avoid injury. It is unknown if the consumer checks the allen screws prior to use. A warning is provided: "check all allen screws that secure the footrest/raised footrest system to the wheelchair frame before using the wheelchair, especially if engaging in any contact sport." The user manual deals with the frame of the device. The following warnings, cautions and guidelines are provided to the consumer to mitigate issues with the frame. It is unknown if the user read and followed these warnings, cautions, and guidelines. Warning: frame: after any adjustments, repair or service and before use, make sure all attaching hardware is tightened securely - otherwise injury or damage may occur. Warning: frame: push pin of the back cane insert bar must be protruding through hole in each back cane. Ensure that both back cane insert bars are at same height before reassembling the wheelchair. Warning: frame: after making adjustments, always make sure that all parts are properly tightened before using the wheelchair. Warning: frame: quick-release levers - make sure the quick-release levers are in the closed position before using the wheelchair, otherwise personal injury or damage to the wheelchair may occur. Standard and suspension camber clamps - make sure the hex screws are securely tightened before using the wheelchair, otherwise personal injury or damage to the wheelchair may occur. Caution: frame: do not close the quick-release levers or tighten the socket screws or hex screws without camber inserts in the axle tube. Damage to the axle tube will occur. Caution: axle tube positioning: do not rotate the axle tube if the axle tube is locked out by the toe adjustment rings. If a locked out axle tube is rotated, damage to the toe adjustment rings will occur. Warning: axle tube positioning: quick-release levers - make sure the quick-release levers are in the closed position before using the wheelchair, otherwise personal injury or damage to the wheelchair may occur. Standard and suspension camber clamps - make sure the hex screws are securely tightened before using the wheelchair, otherwise personal injury or damage to the wheelchair may occur. Caution: axle tube positioning: do not close the quick-release levers or tighten the socket screws or hex screws without camber inserts in the axle tube. Damage to the axle tube will occur. Warning: axle tube adjusting: quick-release levers - make sure the quick-release levers are in the closed position before using the wheelchair, otherwise personal injury or damage to the wheelchair may occur. Standard and suspension camber clamps - make sure the hex screws are securely tightened before using the wheelchair, otherwise personal injury or damage to the wheelchair may occur. Caution: axle tube adjusting: do not close the quick-release levers or tighten the socket screws or hex screws without camber inserts in the axle tube. Damage to the axle tube will occur. Warning: chamber inserts on axle: never position the camber inserts in the axle tube with more than 3 inches (12 indexing marks showing) of the camber insert outside of the axle tube. Otherwise, the camber inserts will not be securely tightened in the axle tube resulting in possible injury to the user or damage to the wheelchair. Warning: quick-release levers - make sure the quick-release levers are in the closed position before using the wheelchair, otherwise personal injury or damage to the wheelchair may occur. Standard and suspension camber clamps - make sure the hex screws are securely tightened before using the wheelchair, otherwise personal injury or damage to the wheelchair may occur. Caution: frame: do not close the quick-release levers or tighten the socket screws or hex screws without camber inserts in the axle tube. Damage to the axle tube will occur. Warning: frame: make sure the detent pin and locking pins of the quick/quad-release axle are fully released before operating the wheelchair. The locking pins must be protruding past the inside of the rear wheel axle bushing for a positive lock. Keep locking pins clean. Warning: frame general guidelines: the position of the footrest, seat angle, back angle, seating system/upholstery, caster size and position, rear wheel size and position, use of anti-tippers, as well as the user condition directly relate to the stability of the wheelchair. Any change to one or any combination of the ten may cause the wheelchair to decrease in stability. Extreme care must be taken when changing the stability of the wheelchair. Refer to general guidelines. Warning: frame: never position the camber inserts in the axle tube with more than 3 inches (12 indexing marks showing) of the camber insert outside of the axle tube. Otherwise, the camber inserts will not be securely tightened in the axle tube resulting in possible injury to the user or damage to the wheelchair. Warning: frame: quick-release levers - make sure the quick-release levers are in the closed position before using the wheelchair, otherwise personal injury or damage to the wheelchair may occur. Standard and suspension camber clamps - make sure the hex screws are securely tightened before using the wheelchair, otherwise personal injury or damage to the wheelchair may occur. Caution: frame: do not close the quick-release levers or tighten the socket screws or hex screws without camber inserts in the axle tube. Damage to the axle tube will occur. Warning: frame: never position the camber inserts in the axle tube with more than 3 inches (12 indexing marks showing) of the camber insert outside of the axle tube. Otherwise, the camber inserts will not be securely tightened in the axle tube resulting in possible injury to the user or damage to the wheelchair.

Manufacturer narrative:
(B)(4) issued mfg report #1525712-2011-00452. No serious injury alleged. Product was approximately 8 years old at time of complaint. Consumer alleges that the frame broke on his product and that the owner's manual states that there is a life time warranty on the frame. Consumer alleges that he was told that its life time or 5 years, whatever came first. Per owner's manual (part number: 1110545 rev b-0/03): invacare warrants the frame to be free from defects in materials and workmanship for a lifetime from date of purchase; all remaining components for (1) year from date of purchase except upholstered materials, padded materials and tires/wheels. If within in such a warranty period any such product shall be proven to be defective, such product shall be repaired or replaced at invacare's option. This warranty does not include any labor or shipping charges incurred in replacement part installation or repair of any such product. Invacare's sole obligation and your exclusive remedy under this warranty shall be limited to such repair and/or replacement. Per legal department a new wheelchair was sent to consumer when old one was sent back for evaluation on RMA #(B)(4). Visual inspection showed: front casters had hair in the bearings, front caster forks evidence of scratches, right drive tire had a bubble in sidewall, hand rims evidence of scratches, right drive tire finger guard was cracked and portion was missing, drive wheel hubs had evidence of corrosion, chamber tube was not adjusted correctly (left side was adjusted further forward than right), seat frame tubing on right side was cracked and a sleeve had been installed over the tubing, and seat upholstery was missing screw in the right rear position. The functional testing showed that the chair pulled to the right when operated. Inspection did not determine root cause. No RMA has been issued for this device. Invacare a-4 wheelchair user manual part no 1110545 provides a safety warning on page 9 to all consumers to fully read and understand the user manual before using the wheelchair. It is unknown if the consumer read page 9 "safety warning do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The weight of the consumer or if the weight or loading of the chair was a factor in the frame breaking is unknown. Weight limitation is posted on page 14. The invacare a-4 wheelchair has a weight limitation of 300 lbs. (136 kg). It is unknown if the consumer follows the operating information provided on page 12 of the user manual. To determine and establish your particular safety limits, practice bending, reaching and transferring activities in several combinations in the presence of a qualified healthcare professional before attempting active use of the wheelchair. Do not attempt to reach objects if you have to move forward in the seat. Do not attempt to reach objects if you have to pick them up from the floor by reaching down between your knees. Do not lean over the top of the back upholstery to reach objects from behind as this may cause the wheelchair to tip over. Do not shift your weight or sitting position toward the direction you are reaching as the wheelchair may tip over. Do not tip the wheelchair without assistance. Do not attempt to stop a moving wheelchair with wheel locks. Wheel locks are not brakes. Never leave an unoccupied wheelchair on an incline. Do not use an escalator to move a wheelchair between floors. Serious bodily injury may occur. Do not operate on roads, streets or highways. Do not climb, go up or down ramps or traverse slopes greater than 9 degrees. Do not attempt to move up or down an incline with a water, ice or oil film. Do not attempt to ride over curbs or obstacles. Doing so may cause your wheelchair to turn over and cause bodily harm or damage to the wheelchair. Do not attempt to lift the wheelchair by any removable (detachable) parts. Lifting by means of any removable (detachable) parts of a wheelchair may result in injury to the user or damage to the wheelchair. Do not stand on the frame of the wheelchair. Always keep hands and fingers clear of moving parts to avoid injury. It is unknown if the consumer checks the allen screws prior to use. On page 13 a warning is provided. "Check all allen screws that secure the footrest/raised footrest system to the wheelchair frame before using the wheelchair, especially if engaging in any contact sport." Starting on page 40, section 7 of the user manual deals with the frame of the device. The following warnings, cautions and guidelines are provided to the consumer to mitigate issues with the frame. It is unknown if the user read and followed these warnings, cautions and guidelines. Page 40 warning: frame: after any adjustments, repair or service and before use, make sure all attaching hardware is tightened securely - otherwise injury or damage may occur. Page 42 warning: frame: push pin of the back cane insert bar must be protruding through hole in each back cane. Ensure that both back cane insert bars are at same height before reassembling the wheelchair. Page 43 warning: frame: after making adjustments, always make sure that all parts are properly tightened before using the wheelchair. Page 46 warning: frame: quick-release levers - make sure the quick-release levers are in the closed position before using the wheelchair, otherwise personal injury or damage to the wheelchair may occur. Standard and suspension camber clamps - make sure the hex screws are securely tightened before using the wheelchair, otherwise personal injury or damage to the wheelchair may occur. Page 46 caution: frame: do not close the quick-release levers or tighten the socket screws or hex screws without camber inserts in the axle tube. Damage to the axle tube will occur. Page 49 caution: axle tube positioning: do not rotate the axle tube if the axle tube is locked out by the toe adjustment rings. If a locked out axle tube is rotated, damage to the toe adjustment rings will occur. Page 49 warning: axle tube positioning: quick-release levers - make sure the quick-release levers are in the closed position before using the wheelchair, otherwise personal injury or damage to the wheelchair may occur. Standard and suspension camber clamps - make sure the hex screws are securely tightened before using the wheelchair, otherwise personal injury or damage to the wheelchair may occur. Page 49 caution: axle tube positioning: do not close the quick-release levers or tighten the socket screws or hex screws without camber inserts in the axle tube. Damage to the axle tube will occur. Page 52 warning: axle tube adjusting: quick-release levers - make sure the quick-release levers are in the closed position before using the wheelchair, otherwise personal injury or damage to the wheelchair may occur. Standard and suspension camber clamps - make sure the hex screws are securely tightened before using the wheelchair, otherwise personal injury or damage to the wheelchair may occur. Page 52 caution: axle tube adjusting: do not close the quick-release levers or tighten the socket screws or hex screws without camber inserts in the axle tube. Damage to the axle tube will occur. Page 54 warning: chamber inserts on axle: never position the camber inserts in the axle tube with more than 3 inches (12 indexing marks showing) of the camber insert outside of the axle tube. Otherwise, the camber inserts will not be securely tightened in the axle tube resulting in possible injury to the user or damage to the wheelchair. Page 55 warning: quick-release levers - make sure the quick-release levers are in the closed position before using the wheelchair, otherwise personal injury or damage to the wheelchair may occur. Standard and suspension camber clamps - make sure the hex screws are securely tightened before using the wheelchair, otherwise personal injury or damage to the wheelchair may occur. Page 55 caution: frame: do not close the quick-release levers or tighten the socket screws or hex screws without camber inserts in the axle tube. Damage to the axle tube will occur page 55 warning: frame: make sure the detent pin and locking pins of the quick/quad-release axle are fully released before operating the wheelchair. The locking pins must be protruding past the inside of the rear wheel axle bushing for a positive lock. Keep locking pins clean. Page 56 warning: frame general guidelines: the position of the footrest, seat angle, back angle, seating system/upholstery, caster size and position, rear wheel size and position, use of anti-tippers, as well as the user condition directly relate to the stability of the wheelchair. Any change to one or any combination of the ten may cause the wheelchair to decrease in stability. Extreme care must be taken when changing the stability of the wheelchair. Refer to general guidelines on page 9. Page 59 warning: frame: never position the camber inserts in the axle tube with more than 3 inches (12 indexing marks showing) of the camber insert outside of the axle tube. Otherwise, the camber inserts will not be securely tightened in the axle tube resulting in possible injury to the user or damage to the wheelchair. Page 59 warning: frame: quick-release levers - make sure the quick-release levers are in the closed position before using the wheelchair, otherwise personal injury or damage to the wheelchair may occur. Standard and suspension camber clamps - make sure the hex screws are securely tightened before using the wheelchair, otherwise personal injury or damage to the wheelchair may occur. Page 59 caution: frame: do not close the quick-release levers or tighten the socket screws or hex screws without camber inserts in the axle tube. Damage to the axle tube will occur. Page 61 warning: frame: never position the camber inserts in the axle tube with more than 3 inches (12 indexing marks showing) of the camber insert outside of the axle tube. Otherwise, the camber inserts will not be securely tightened in the axle tube resulting in possible injury to the user or damage to the wheelchair.

Event description:
The consumer alleges his frame broke. No injury is alleged.

Event description:
The consumer alleges his frame broke. No injury is alleged.